Event description:
Procedure type: extended mastopexy. According to the reporter: allegedly, degradation of the suture material led to severe wound dehiscence. The wound was treated with dressings; however, this still resulted in the pt requiring follow-up procedure. The re-operation was for seroma, dehiscence, and resection of necrotic tissue. Necrotic tissue was resected and wounds sutured.

Manufacturer narrative:
(B) (4).